Event description:
The customer reported that she is not sure if her insulin pump was functioning properly. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test twice. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.